Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube the stopper pulled out of the tube when in the analyzer. The following information was provided by the initial reporter. The customer reported the following two issues: cap detached during blood collection ×1. Cap cocked after centrifugation ×3.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube the stopper pulled out of the tube when in the analyzer. The following information was provided by the initial reporter. The customer reported the following two issues: (1) cap detached during blood collection ×1. (2) cap cocked after centrifugation ×3.

Manufacturer narrative:
H6: investigation summary no samples and no photos were returned by the customer in support of this complaint. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.